Event description:
Customer alleges blood and debris came out of handpiece from side panel following autoclaving. It was reported the customer sprayed the device with a high pressure air device and a flake of material fell off. The side panel was then removed and thealleged blood and debris was noted within the handpiece.